Manufacturer narrative:
(B)(4). The customer returned a single brown (distal) luer hub for evaluation. The rest of the catheter was not returned. Visual examination revealed that luer hub had separated from the extension line; however, no extension line material was visibly present within the luer hub body or protruding from the luer hub body. The luer hub body had no visible defects or anomalies. The luer hub was cross sectioned in an attempt to determine a potential root cause for the separated extension line. On each of the luer halves, a 3mm lip was observed where the extension line is molded within the hub at the distal tip. It appears the extension line broke within the luer hub; however, no conclusions could be drawn about the cause of the separation without examining the extension line, which was not returned. The lip observed in the cross sectioned luer hub measured 3mm in length. A 1.22mm pin gauge was able to pass through the luer hub which is consistent with the inner diameter specification. The dimensions of the extension line could not be measured as the separated extension line was not returned. Other remarks: a device history record review was performed on the catheter and distal extension line and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product cautions that alcohol and acetone can weaken the structure of polyurethane material. Therefore, care should be taken when instilling drugs containing alcohol or when using high concentration of alcohol or acetone when performing routine catheter care and maintenance. The IFU also cautions that to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen. The report that the extension line luer hub separated from the extension line was confirmed through visual inspection of the returned sample. The customer returned a distal luer hub which was separated from the extension line. It appears the extension line broke within the luer hub; however, no conclusions could be drawn about the cause of the separation without examining the extension line, which was not returned. A DHR review was performed on the extension line and did not reveal any manufacturing related issues. The probable cause of the luer hub separation could not be determined based upon the information provided and without the extension line being returned.

Event description:
The customer alleges that when the patient was moved to the room after catheter insertion, blood leakage from the catheter was confirmed and the extension line of the distal lumen had been cut at (around) the injection hub. The customer reports that no extra force/tension was applied to the catheter. A new catheter was inserted.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that when the patient was moved to the room after catheter insertion, blood leakage from the catheter was confirmed and the extension line of the distal lumen had been cut at (around) the injection hub. The customer reports that no extra force/tension was applied to the catheter. A new catheter was inserted.